Manufacturer narrative:
There was no unusual increase in similar complaints that would indicate a product issue. The field service engineer replaced the gear pump head. Precision was acceptable after this action. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with bilirubin total gen.3 on a cobas pure c 303 analytical unit. The customer provided examples of one patient sample had total bilirubin results ranging from 0.926 mg/dl to 1.48 mg/dl. A second patient sample had results ranging from 0.31 mg/dl to 4.67 mg/dl . The customer provided specific data for two additional patient samples. The first patient sample initially resulted in a total bilirubin value of 2.25 mg/dl. The sample was repeated six additional times on (B)(6) 2025, resulting in values of 0.329 mg/dl, 0.349 mg/dl, 1.06 mg/dl, 2.88 mg/dl, 0.331 mg/dl, and 0.393 mg/dl. The second patient sample resulted in the following values on (B)(6) 2025: 1.05 mg/dl, 1.51 mg/dl, 0.996 mg/dl, 1.04 mg/dl, 0.997 mg/dl, and 1.00 mg/dl.

Manufacturer narrative:
The c 303 analyzer serial number is (B)(6). The provided calibration data appeared irregular. An increase in calibration absorbances was observed. Provided quality control data showed unstable recovery. Control results from the time of the event were not provided. A review of alarm trace data showed sample aspiration alarms. Precision studies were performed and were acceptable. The investigation is ongoing.